Manufacturer narrative:
Results: the penumbra system aspiration pump max 110v (pump max) was able to power up and produce full aspiration. A calibrated vacuum gauge was used to confirm the vacuum generated. Conclusions: evaluation of the returned device revealed that the pump max was able to reach a consistent -28 inhg and, therefore, was functional. The root cause of the reported inability to generate full vacuum could not be determined. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician reported that the penumbra system aspiration pump max 110v (pump max) was unable to produce full vacuum while in use in past procedures. In a previous case, the physician had to use a syringe to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional device investigation was performed with the following results: the pump max housing was removed by a penumbra investigator, and no abnormalities or defects were observed. The information above does not change the evaluation codes reported on the initial MFR. Report.